Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated that they took a nap and woke up with low blood glucose of 48 mg/dl which was treated with glucose tablets. No issues were found during troubleshooting. The customer indicated being under stress lately might have affected. It was advised to monitor the de device. The insulin pump will not be returned for analysis.